Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the uterus was completely detached and devascularized. When the surgeon began to use the device, feces were noticed in the abdomen. There was no tissue bag being used. The general surgeon was immediately notified. No further information is known.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.